Manufacturer narrative:
The device is not available for further evaluation by the manufacturer. No lot number information was provided by the reporter. Therefore, the manufacturing and expiration dates are unknown. No device history review was able to be conducted due to no lot information being reported. If additional information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient came to the unit early for baxter pump d/c. During the infusion of unknown chemotherapy, the patient noticed leaking at the pump. Upon further evaluation by the clinician, the microclave being used at the time of the event was noticed to have a crack at the end of the plastic connection. The reporter stated the patient had a small chemo spill on their shirt. There was no blood loss and bleed back reported. The chemo spill was cleaned up per ahs protocol. There was no harm to the patient reported. No additional information is available at this time.